Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 20:39:56 on (B)(6) 2025. At 03:25:28 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. Between 03:26 and 03:27, the patient received the two inappropriate treatments. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of each treatment was asystole. The post shock rhythm continued to be in asystole which is a non-life sustaining rhythm. The electrode belt was disconnected at 03:27:08 on (B)(6) 2025.